Event description:
This unsolicited case from united states was received on 26-dec-2017 from patient husband. This case concerns a (B)(6) female patient who received treatment with synvisc one and device malfunction was identified for the reported lot number. No past drugs, concomitant medications or concurrent condition was provided. Pain on scale was 12 before the injection on (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: 7rsl021 and expiry date: 31- may-2020; indication: unknown) in right knee. It was reported that patient had pain in her knee still. This was her first injection with synvisc-one. Patient pain on a pain scale was 12 before the injection and 3 after the injection. Patient has not been back in to see her doctor and she has not had any treatment. Patient could bare weight on it and does not have any swelling. Corrective treatment: not reported for device malfunction. Outcome: not recovered. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event pharmacovigilance comment: sanofi company comment for follow up dated 2-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot. The concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.